Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's high voltage module was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device displayed a "defib fault 108" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.